Event description:
Right atrial (ra) lead was over-sensing and right ventricular (rv) lead exhibited high thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5152585.